Manufacturer narrative:
No medwatch form was received. Review of quality records.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the patient developed an infection and erosion.